Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residue inside air/water channel and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) years since the subject device was manufactured. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that a white foreign material remained in the air/water channel and air/water cylinder. There was no physical damage to the locations of the foreign material. Therefore, the cause of the materials remaining in the device could not be determined. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.